Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that thepatient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. No further information available.